Event description:
International customer reported that the synchron gamma-glutamyl transferase reagent cartridge leaked. No injuries were reported.

Manufacturer narrative:
No product was returned for eval, accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.